Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2006 for incontinence and mesh was implanted. The patient experienced vaginal erosion in 2007. In 2008, the patient underwent mesh removal from the vagina and urethra. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/15/2018 additional information was requested and the following was obtained: date and name of initial surgical procedure? - (B)(6)2006 the diagnosis and indication for the initial surgical procedure? - urinary stress incontinence what were current symptoms following the index surgical procedure? Onset date? - vaginal discomfort ¿ within 12 months of original procedure other relevant patient history/concomitant medications - n/a what is physician¿s opinion as to the etiology of or contributing factors to this event? - I think the tape was most likely placed in the urethra at the time of surgery as there was some difficulty passing a cystoscope at the end of the procedure and concerns that a false passage may have been made. The initial approach for the index surgical procedure? - transvaginal ¿ retropubic any concurrent procedure/device implantation? - no additional procedures except a check cystoscopy were there any intra-operative complications? - concern that a false passage may have been made in the urethra when was the mesh exposure first noted by a physician? - within 12 months mesh exposure site/location symptoms and diagnostic confirmation? - erosion into vagina and also the urethra (?placed there at index operation). Erosion confirmed at cystoscopy describe medical/surgical intervention for exposure including dates and results. - mesh was removed from urethra and vagina by a urologist (B)(6)2008. Subsequently had a colposuspension to help with continence. Continued to have some continence issues because of an overactive bladder (confirmed detrusor overactivity) what is the patient's current status? - bladder control much improved with medication and now discharged with no ongoing mesh problems.